Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited premature depletion of battery. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received at elective replacement indication (eri). Electrical testing and mechanical testing were performed and no anomalies were found. A longevity assessment was performed and found the device was in the normal range of operation with appropriate remaining longevity. Based on this information, there was no evidence of premature battery depletion.